Event description:
It was reported that the patient was intubated on (B)(6) 2024, with a 5cm exposed catheter and regular maintenance flushes, and on (B)(6) 2024, the patient was found to have oozing from the exposed PICC connection and by cracks. The on-call physician medically ordered removal and reimplantation of a set of piccs. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.